Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that, the pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. The pump passed the displacement accuracy test at 0.0872 inches. Test p-cap and reservoir locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thus software and carelink and generated reports. In the pump history files found no unexpected alarms, alerts, or anomalies. The daily total of bolus insulin delivery is 15.6 u on the event date of 03/06/2023 at 00:00:00.000 and 27.925 u on 03/07/2023 at 00:00:00.000. Pump was cut open to perform visual inspection and found moisture damage on the force sensor. The following were also noted during visual inspection: scratched case, stained keypad overlay, pillowing keypad overlay, corroded battery tube, and corroded battery tube spring. Unable to verify customer's complaint for high bgs. Possible under delivery anomaly was not confirmed during testing. Moisture damage was confirmed found on the battery tube and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced a hyperglycemia, under delivery alert and insulin pen  as treatment. Customer blood glucose level was over 269 mg/dl. Customer also noticed visual delivery of insulin . Customer was used insulin pump system within 48 hours of reported event. Troubleshooting was performed for high blood glucose readings and customer confirmed about not used of the minimed 670g/770g/780g system with the auto mode/smartguard feature actively at time of high blood glucose event. Customer was advised the insulin, reservoir, and infusion set will be replaced. The device was returned for analysis.

Manufacturer narrative:
(B)(4). The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. The pump passed the displacement accuracy test at 0.0872 inches. Test p-cap and reservoir locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thus software and carelink and generated reports. In the pump history files found no unexpected alarms, alerts, or anomalies. The daily total of bolus insulin delivery is 15.6 u on the event date of 03/06/2023 at 00:00:00.000 and 27.925 u on 03/07/2023 at 00:00:00.000. Pump was cut open to perform visual inspection and found moisture damage on the force sensor. The following were also noted during visual inspection: scratched case, stained keypad overlay, pillowing keypad overlay, corroded battery tube, and corroded battery tube spring. Unable to verify customer's complaint for high bgs. Possible under delivery anomaly was not confirmed during testing. Moisture damage was confirmed found on the battery tube and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.